Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet. This is a follow-up report.

Event description:
The user fell and hit her head on the implant site. Following this event, the parents immediately noticed that the child was not hearing anymore with the device. A re-implantation will be planned but no date has been scheduled yet.

Event description:
The user fell down and hit her head on the implant site. Following this event, the parents immediately noticed that the child was not hearing anymore with the device. A re-implantation will be planned but no date has been scheduled as yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell and hit her head on the implant site. Following this event, the parents immediately noticed that the child was not hearing anymore with the device.the user has been explanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.